Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019. The service technician confirmed the reported issue. The service technician confirmed that the reported issue was resolved by replacing the vga pcb (printed circuit board).

Event description:
The customer reported information on display is distorted and pixilated. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.